Event description:
It was reported that the pump alarmed downstream occlusion. The event occurred during set-up in house testing.

Manufacturer narrative:
Device evaluation: the customer reported downstream occlusion. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.